Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.

Event description:
Patient reported experiencing an elevated blood glucose level in the 300's mg/dl a long time ago. Patient stated he noticed that one of the black o rings on the end of the cartridge was defective and the insulin leaked into the infusion device; could not recall the exact date. Patient reported he took care of the infusion device by wiping it dry and putting in a new cartridge; did not occur again. Patient stated his blood glucose level returned to normal. Patient no longer has the alleged accessories as it occurred a long time ago. No product return was requested.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. Pump: as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed as the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.